Event description:
It was reported that when using the bd pyxis¿ es server all stations were in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode. The technical support specialist (tss) found es server system was affected across all facilities because of a known global connectivity issue confirmed by the scion information technology team. This issue impacted both pharmacy and radiology systems. After scion resolved the connectivity problem, all pyxis services and systems returned to normal operation. The stations were monitored in remote support services (rss) and remained online without further issues. The case was confirmed as resolved and closed. The system functioned as intended after the technical support specialist troubleshot the device.